Event description:
It was reported that during an unknown procedure, no clips came out of the device. The account does reprocess devices, however, it is unknown if this device was reprocessed. One device will be returned. No additional information is available from the account.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position and delivering seven malformed clips due to an advancer bypass, and formed six conforming clips according to our manufacturing specifications. Investigations have been initiated to address the potential root causes of bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. No incident related to the reported event was observed during the batch record review.